Event description:
On 6/1/99 the international distributor informed the MFR via fax that a customer in his territory returned a faulty device to him; however, no details were provided. On 6/7/99, the MFR's rep faxed the int'l distributor a blank product complaint report form and requested it be completed with the details surrounding this event. On 6/10/99, the MFR received the completed pcr form that states the following: the catheter was passed up the left limb of a previously inserted aorta bife -? (Unclear, may be bifurcated) graft in order to control the graft and permit dissection of an aneurysm on the right side. The balloon initially controlled the flow (occluded it), but after about 5 mins the balloon failed. When inspected, the rubber balloon had become detached from tube at its distal end. No further details were provided.